Event description:
Reason for revision - dislocation.

Manufacturer narrative:
The devices associated with this report were not returned. A review of provided pt x-rays does confirm the reported dislocation. The eval did not identify any device error or gross error in positioning. The investigation is unable to draw any conclusions as to the device dislocation. A complaint database search finds no other reported incidents against the one product and lot code provided since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.